Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a fluid leak from an unknown location of the baxter bag and would like to cancel treatment. The patient did not notice any holes and couldn't tell where the bag was leaking from. Technical support assisted the patient with cancelling treatment. Upon follow up, patient confirmed the reported fluid leak event occurred between the baxter bag and safe lock apd adapter. The patient stated 3 baxter bags appeared to have broken cords out of the box. There were no other fluid leaks observed including on the baxter bag itself. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using the cycler after connecting the fourth baxter bag to the adapter. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient confirmed that the adapter was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.